Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test and active current test. Unexpected battery power loss not confirmed. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Insulin pump received with corroded battery tube. Insulin pump received with moisture damage on the harness assembly vibrator. No moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not start even after inserting a brand new battery. The customer's blood glucose level was unknown. The device will be returned for analysis.